Event description:
A flight nurse called for assistance switching a patient on a cs100 over to the transport cardiosave. Cardiosave intra-aortic balloon pump (iabp) trouble shooting was reviewed unsuccessfully. Switching out the adapter was suggested, but the flight crew did not have an extra and elected to fly without an a-line watching timing closely. It was reported that the transport went well and there was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
A flight nurse called for assistance switching a patient on a cs100 over to the transport cardiosave. Cardiosave intra-aortic balloon pump (iabp) trouble shooting was reviewed unsuccessfully. There was an issue with the blood pressure cable adapter on the cardiosave. They were unable to obtain a pressure on the iabp. Switching out the adapter was suggested, but the flight crew did not have an extra and elected to fly without an a-line watching timing closely. It was reported that the transport went well and there was no patient harm reported.

Event description:
N/a.

Manufacturer narrative:
Additional information was requested from the fse with regard to the repair and status of the iabp. The fse reported that as per the recent pm no repairs was required and iabp remained in service. If any pertinent information is received in the future, a supplemental report will be submitted.